Event description:
Customer's wife called and stated that her husband had tipped over the unit. She stated that her husband can not grasp how to use the unit safely so they are taking the unit away from him. Stated that he tipped the unit over because he was riding close to the curb and let the rear wheel drop off. This caused the unit to tip to the left and he fell off unit. Stated that he had a severe concussion and a couple of stitches.